Event description:
It was reported that the cardiac contractility modulation (ccm) device exhibited dysfunction. Upon examination, it was noted that the ccm showed failure to capture due to dislodgement of connected non-impulse dynamics lead. The anomaly was resolved by replacement of the leads. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).